Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the black box showed several unexplained power on reset events. The battery compartment was cracked from the threads down to the case seal on the side and missing a fragment above the grip pad. The returned battery cap was undamaged and able to fit but not securely. The battery cap was fastened and then unscrewed a half turn leading to a reboot. The reported power complaint was duplicated due the damage. The battery cap was fastened again and the ez-prime steps were performed correctly. No further power interruption occurred during the investigation. The pump cover was removed and no moisture corrosion or any intermittent conditions were found to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged the pump had no power, a cracked battery compartment, yellow o-ring was visible, and the battery cap was unable to be tightened. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.